Event description:
The customer contacted beckman coulter inc (bec) to report a leak from the peri-pump connections into the access 2. The customer was performing daily maintenance a buildup was noticed near the fittings on the left side of the peripump. Customer technical support verified the fitting were loose and advised the customer to tighten the fitting until service arrived. Cts set up service due to visible wiring underneath where the leaked occurred. The customer did not seek or need medical attention. No report of injury to the user. On the day of the event ((B)(4) 2011), a bec field service engineer (fse) visited the customer and replaced twisted peri-pum tubing. The fse stated that the buffer reservoir appeared to be too far forward and pinching the waste tubing. The fse cleaned the fluidics manifold and the screws to the left of the peripump. The fse verified that all waste and air filter released tubing was cleared and not obstructed. The fse instructed the customer on proper wash buffer reservoir placement to avoid pinching the waste tubing. Although, service was dispatched and discovered that the wash buffer reservoir had pinched the waste tubing, a definitive root cause has not been determined to date for this event.

Manufacturer narrative:
(B)(4).